Event description:
As reported by the patient¿s attorney, two polyform¿ synthetic meshes (MFR report #3005099803-2015-00220 and MFR report #05099803-2015-00221) were implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.